Event description:
Boston scientific endovive safety 24f peg kit, push, percutaneous endoscopic gastrectomy kit, pulling apart at the soft/rigid tube connection during insertion. A 20f kit was subsequently utilized for the peg insertion. Diagnosis or reason for use: feeding tube.